Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during preparation, when the guidewire was taken out of the protective loop, the guidewire unraveled. The guidewire was not used. The procedure was completed with a another of the same guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results reveal on (B)(4), 2013 that the corewire had a fracture making this a reportable event.

Manufacturer narrative:
(B)(4). A visual analysis revealed that the specimen presents indications of a tensile overload of the core wire leading to a corewire fracture. Additionally, stretch damage to the outer coil wraps with several bends / kinks of varying degrees of severity scattered over the distal 6.60 cm of the core wire proximal of the fracture and camber over the remainder of the guidewire length were noted. As received, the proximal aspect of the fracture and approximately 25.4 cm of the core wire is extending through the stretched coil wraps approximately 41 cm from the distal end. The stretched coil damage begins approximately 2.25 cm from the distal tip joint and extends to approximately 28 cm proximal to the core wire penetration of the coil. The fracture region presents reduced cross-sectional area and apparent elongation near the fracture faces suggesting ductile, tensile overload immediately proximal to the distal tip weld mass. No other damage or inconsistencies are noted. All joints appear to be correct and intact by visual examination and non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The nature of the core wire fracture, combined with the bent distal core wire region, suggests handling or procedural factors impacted upon the event as reported; however the review and analysis of all available information fail to indicate a root cause or most probable root cause. The root cause has been determined to be undeterminable.